Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen, balloon and on the shaft, consistent with preparation and leak while in the patient anatomy. The balloon was loosely folded. There was a 2 mm tear in the guide wire exit notch. There was a kink in the distal shaft 4.9 cm distal to the guide wire exit notch. There were two kinks in the bayonet portion of the hypotube 1.9 cm and 10.4 cm proximal to the guide wire exit notch. There were multiple bends in the entire length of the hypotube. A new indeflator filled with water was used in an attempt to inflate the balloon to the rated burst pressure of 14 atmospheres, but there was fluid leaking through the guide wire exit notch. After the guide wire exit notch was plugged with a pin gauge and hemostats were used to clamp the tip, the balloon was inflated to 14 atm with no rupture noted to the balloon. There was a hole in the inner member 0.5 mm proximal to the kink in the distal shaft. There was scarring at the distal end of the hole in the inner member. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. Additionally, the noted tear and scarring to the inner member appears to also be a result of an interaction with the guide wire, most likely during advancement due to the direction of the tear, which would contribute to the inability to inflate the balloon. There was no damage noted to the catheter prior to use or a leak noted which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Further handling during packaging, handling and return to abbott vascular for analysis likely contributed to the noted bends and kinks. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for inflation issues or shaft damage for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties and noted damage appear to be related to the operational context of the procedure. This type of reported event will continue to be monitored.

Event description:
It was reported that the procedure was to treat two stenosed and calcified lesions in a venous bypass of the right coronary artery. The trek balloon was attempted to be used for pre-dilatation; however, the balloon could not be inflated. Another trek balloon was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.